Event description:
It was reported that the patient's left arm muscle was shaking. It was noted that the left ventricle (lv) lead exhibited high capture threshold. X-ray was performed and revealed lv lead dislodgement. The physician elected to explant the lv lead and replace it with new lv lead. The patient is recovering after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. The reported event of high capture threshold was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies except for procedural damage. The s-curve hump height was measured within specification.